Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers gd880799 and gd879171 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from (B)(6) and is a spontaneous report from a nurse from (B)(6) of peritonitis in a patient, coincident with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). During a call with baxter customer service, the nurse reported that on an unspecified date the patient experienced peritonitis. Treatment, outcome, and action taken with dianeal were not reported. The nurse stated that the peritonitis was not related to the dianeal therapy.